Event description:
Post insertion of central line catheter pt developed respiratory distress. Pt subsequently went into respiratory arrest. Code alert called. After two successful attempts defibrillator was not operative on 3rd attempt. Two doppler instruments utilized during code failed to register a pulse. A third unit was obtained and worked fine. The pt's bed could not be adjusted into the trendelenburg position. It was also subsequently repaired. The pt was pronounced dead at 5:26 pm.